Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 510 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than 2 days and sometimes using novolog insulin for longer than 3 days, tandem technical support educated the customer this is considered off label use.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."